Event description:
It was reported that during a procedure performed in the (B)(6), while attempting to apply final torque to the cap screw, it was noted that the tulip head component of the polyaxial screw was "splayed". The damaged screw was removed and replaced with another. No pt injury or delay to the procedure was reported.

Manufacturer narrative:
Device eval anticipated, but not yet begun. Device has yet to be received by the MFR for eval. A f/u medwatch will be submitted upon completion of eval.